Event description:
The customer reports the device has a screen that goes dim (device fails to power up) and is not functional. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reports the device has a screen that goes dim (device fails to power up) and is not functional. There is no reported patient involvement. Philips bench evaluated the device and confirmed the complaint. The philips bench repaired the device by replacing multiple parts. After passing all performance assurance tests the device was returned to the customer.